Event description:
It was reported that during routine generator exchange that during explanted it was revealed that externalized conductors on the left ventricular (lv) lead. During the procedure it was also noted that the patient had a tear in the superior vena cava/right atrial junction and was addressed by surgery. The physician elected to explant the (lv) lead. The patient was in stable condition.